Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that the wheel brake was broken and all 4 wheels couldn't be locked. There was no reported patient involvement.

Manufacturer narrative:
The casters were replaced to fix the reported issue.